Event description:
Pt was noted to have a large blood loss > 100cc 1 1/2 hours into treatment. Source of blood loss was an unclamped uncapped pre-arterial monitorin line. The line was dangling behind the acid concentrate container allowing the blood to seep behind & under the machine.